Event description:
It was reported the pt has been experiencing difficulty initiating communication between ipg and the external devices. Replacement external devices has been sent. The pt also indicated she feels the ipg appears to be deeper in the pocket and would like to reposition the ipg pocket site. The pt is working with her physician to determine a resolution. Surgical intervention maybe undertaken.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.